Manufacturer narrative:
Concomitant medical products: product ID: ddmc3d1 ICD, implanted: (B)(6) 2018; product ID: 4968-60 lead, implanted: (B)(6) 2011; product ID: 6721s-50 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of having a skin boil above where the implantable cardioverter defibrillator was implanted. The patient was initially treated with intravenous antibiotics. The ICD system was then removed due to infection. The patient was provided with lifevest before being discharged home. No further patient complications have been reported as a result of this event.